Manufacturer narrative:
The 510 (k) # is k001109. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on her one touch ultra meter. The patient mentioned that she had tested on her meter and obtained a 651 mg/dl and 660 mg/dl on her lfs meter. Readings were less than 20 minutes from one another. Due to the alleged high readings, the patient increased her dosage of oral medication. At an unspecified time later, she felt shaky and hot. The patient did not seek any medical attention or contact her physician for assistance. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, she took an increase dosage of insulin and later developed symptoms suggestive of hypoglycemia.